Event description:
It was reported that a patient reported having an uncontrolled bladder after having had a photoselective vaporization of the prostate procedure about one and half years ago. The patient is scheduled to have an artificial urinary sphincter (aus) implanted but is concerned that it might contraindicate against his uncontrolled bladder. There is no further information.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Procedure estimated to be 1 year and half ago. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.